Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A user facility¿s area technical operations manager (atom) reported that a 2008t machine's blood pump rotor cut the dialysate blood pump tubing during a patient's hemodialysis (hd) treatment resulting in blood loss. The bmt said that the machine has been pulled from service and is awaiting a part to arrive. Follow up with the facility administrator (fa) revealed that one hour into treatment the hd machine alarmed with ¿air in line¿ it was noticed that blood was leaking from the blood pump segment of the tubing due to a cut. The patient¿s blood was not returned following this incident. The patient¿s estimated blood loss (ebl) is 300ml. The there was no patient injury, adverse event or medical intervention required as a result of this event. A fresenius dialyzer and bloodlines were also in use. The patient was restarted on a new machine and treatment completed successfully with new supplies. The complaint device is not available to be returned to the manufacturer for evaluation.